Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance with a factory reset and supply change, stated intention to use u-200 insulin with the ilet per healthcare direction, and was informed that the device is designed for u-100 only; the user acknowledged this and proceeded with a full factory reset and supply change, with no device alerts or alarms reported. Symptoms included hyperglycemia with fingerstick up to 343 mg/dl and cgm up to 316 mg/dl, persisting over multiple days; no ketone testing, medical intervention, or acute health effects were reported, and the user used backup therapy. Outcomes included no hospitalization and no long-term impact reported. Investigation included technical troubleshooting, education on correct use, and confirmation that the ilet is designed for u-100 insulin compatibility. Investigation of this case revealed no device malfunction or alarm behavior, user-reported cgm sensor depletion leading to ilet removal, and potential use-planning inconsistent with device insulin specifications. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.